Manufacturer narrative:
Concomitant medical products: cook 6fr 55cm raabe sheath and .014¿ wisdom wire by cordis. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during an unspecified procedure via the popliteal and tibioperoneal trunk arteries, the advance 35 lp low profile balloon catheter burst at 10 atmospheres (atm) pressure. Device insertion was not difficult. There was calcification present, however. The complaint device was removed in its entirety. Another advance 35 lp low profile balloon catheter was used to successfully complete the procedure. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), quality control, specifications, and a visual inspection and functional evaluation of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the balloon exhibited no surface defects. Crow's feet were present in the device. No catheter damage was detected. The balloon did not rupture when inflated, and was inflated to a pressure of 14 atmospheres, with no leakage detected. The balloon length was measured to be within manufacturing specifications. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there was one other reported complaint for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. The device performed as intended during testing, and there is no evidence of the reported failure mode. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.